Event description:
It was reported that previously, this right atrial (ra) lead had high out of range (oor) pacing impedances and noise. The health care professional noted that there was recently a signal artifact monitor (sam) event, which switched the minute ventilation (mv) feature to be driven off of the right ventricular (rv) lead. Technical services discussed that the new software was uploaded and the sam was enabled with auto select. The sam feature likely checked the ra lead impedance and found that it was oor, which then switched to the rv and stored an episode. As the patient has a chronic atrial fibrillation rhythm, the ra lead was reprogrammed off and the patient was to be observed. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that previously, this right atrial (ra) lead had high out of range (oor) pacing impedances and noise. The health care professional noted that there was recently a signal artifact monitor (sam) event, which switched the minute ventilation (mv) feature to be driven off of the right ventricular (rv) lead. Technical services discussed that the new software was uploaded and the sam was enabled with auto select. The sam feature likely checked the ra lead impedance and found that it was oor, which then switched to the rv and stored an episode. As the patient has a chronic atrial fibrillation rhythm, the ra lead was reprogrammed off and the patient was to be observed. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.